Event description:
The incubator did not have a baby in it but was plugged in being heated and the alarm that indicates a power problem was activated. This facility has had another incubator with a similar problem.